Event description:
It was reported that the right ventricular lead was removed from service due to elevated thresholds and evidence of insulation failure. No patient complications have been reported as a result of this event. Additional information was received reporting that there was also low impedance, and the lead was capped.